Event description:
Boston scientific crm received information that this device system was explanted due to pocket infection. A new device system may be implanted once the patient is cleared by the physician.

Event description:
The user received questionable calcium results and provided data for three patient samples. Of the data provided, the results for two patient samples were discrepant. All results are in mg/dl. Patient sample 1 initial result was 10.8 and the repeat results were 8.5, 8.6, 9.6, 10.2, 9.0 and 8.9. The patient was redrawn and the calcium results from that sample were 9.5 and 9.0. None of the results were reported outside the laboratory. Patient sample 2 initial result was 11.4 with a data flag and was reported outside the laboratory. The repeat results were 10.5 with a data flag and 10.4. The patient was redrawn and the calcium results from that sample were 10.8 with a data flag and 10.7 with a data flag. The result of 10.8 was reported. None of the patients were adversely affected. The calcium reagent lot number was 62601901. The field service representative was unable to determine a cause. He stated the bottled water was possibly out of specification and replaced the water with reagent grade water. He verified the analyzer operation by performing precision testing.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.